Event description:
Customer reported potential false positive troponin I (tni) result on triage cardiac panel 25 test kit. Initial result was positive and when provided to the doctor who did not believe the result, it was repeated. It was repeated twice and results matched the clinical presentation.

Manufacturer narrative:
Investigation: qc retain cardiac devices w45278, exp 01/04/101. -cm cal h, pn 31822/ln 217166, exp 08/07/2012. -cm cal z, pn 31825/ln 159997e, exp 01/12/12. -triage meters with gsp and tmas. Seven replicates each of the cm calibrators were run on qc retain samples. No error codes were observed and all tni results met specs. A review of the mfg release data indicated that all release specs were met. The customer complaint was not confirmed. No false positive tni results observed. Complaint will be tracked/trended to determine whether future corrective action is required. No product or samples are expected to be returned. No corrective action is required at this time as product deficiency was not established.